Event description:
Consumer stated that he received unit for christmas and used it every day. He further stated that he chipped his tooth and went to the dentist. The dentist told him that the chipped tooth was due to the sensonic unit, and that he will need a crown.